Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user was unable to proceed with the fill-tubing step of a supply change. After alarms were cleared, the user was able to continue the process; however, no drops were seen when pressing and holding, and insulin was observed leaking from the ilet. The cartridge was found to be empty upon removal, and the user was instructed to clean the cartridge chamber. When asked how much insulin was drawn into the syringe, the user stated they filled it to the 2 ml mark. The user was informed that this volume was too high and likely caused the cartridge to leak. The user then filled a new cartridge to 1.8 ml, completed the supply change, and resumed insulin delivery. The user reported bg levels reaching 230 mg/dl for approximately 30 minutes, without the use of backup therapy or ketone testing, and without any medical intervention or adverse health effects. The cartridge lot number was unavailable. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.